Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered an alert for upper high voltage lead impedance. The patient was asymptomatic. There has not any intervention suggestions. The patient will continue to be monitored.